Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt had a displaced lens that had rotated temporally and was not staying in position. One haptic fell off and the iol was explanted. Add'l info rec'd from the surgeon indicated that the iol did not maintain proper positioning even after it was repositioned.

Manufacturer narrative:
The product was returned for analysis and lens damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. While we are unable to determine the origin of the damage, our observation reasonably suggested that it was not mfg related. Due to the presence of surgical solution, the damage was potentially related to customer handling. There were no other complaints reported for this lot. Add'l info was requested by fax and mail on 03/20/2012. A completed questionnaire was rec'd on 03/23/2012. (B)(4).